Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the blue locksystem on a smiths medical regarding a portex uniperc inner cannula did not work. No adverse patient effects were reported.

Manufacturer narrative:
Investigation results completed on a smiths medical tracheostomy/pvc - portex tubes pdt uniperc . Device received 7mm in plastic bag with photos provided.. When inspecting devcie it was confirmed the blue locking lever is incorrectily screweed with flange body which was causing the issue. We unscrewed locking lever from flange body and assembled it back correctly. We can confirm that after correct assembly locking mechanism works well (see attached photo of sample after repair). Similar customer complaints where the same issues related to uniperc flange locking mechanism were raised in past and therefore pattern object ptn-00039 was created.this issue was escalated to complaint trend process as per dvsop5007 and is tracked uner review-101279. No finding in the DHR when reviewing manufacturing.

Event description:
Investigation completed on on a smiths medical tracheostomy/pvc - portex tubes pdt uniperc.

Manufacturer narrative:
B5 and h6 were updated to reflect no patient involvement.

Event description:
Information was received that the blue lock system on a smiths medical regarding a portex uniperc inner cannula did not work. No patient involvement.